Event description:
The product was used during a lung volume reduction procedure. Reportedly, the instrument was difficult to open and the handle broke. The surgeon applied another device and resected the tissue of the application site and manually sutured to complete the procedure. The hosp has reported the pt's condition is satisfactory.